Manufacturer narrative:
(B)(4). No parts were returned to the manufacturer for physical evaluation. The post market surveillance department has received patient medical records and treatment data sheets for review. Both a clinical investigation (ci) and a plant investigation are in process. A supplemental MDR will be submitted upon completion of these activities.

Event description:
A user facility biomedical technician reported that a patient expired following a routine hemodialysis (hd) treatment. The report concerns an (B)(6), female end stage renal disease (esrd) patient on hemodialysis. According to information obtained from the clinic's manager, the patient had begun a scheduled hemodialysis treatment on (B)(6) 2016 at 2:20 pm. The patient was found unresponsive with no pulse approximately 3 hours into the treatment. Cardiopulmonary resuscitation (CPR) was initiated and emergency medical services (ems) was contacted via 911. Upon arrival of ems patient in pulseless electrical activity (pea) with heart rate in 120's though no palpable pulse and no spontaneous respirations. Ems continued CPR for approximately 30 minutes, at which time a pulse was achieved. The patient was subsequently transported to the hospital and expired in the emergency room. Per the esrd notification, the patient's primary cause of death was coded as 29 (cardiac arrest, cause unknown). Following the event, the 2008k hemodialysis (hd) machine was pulled for functional testing. The machine's ph was measured with an external meter to be 8.4. Pretreatment ph was measured at 7.5. Calibration of the external meter was verified and subsequent tests confirmed the results of 8.4. An on-site evaluation was performed by a fresenius regional equipment specialist (res). The res verified the machine's operational integrity by verifying that all hydraulic pressures and concentrate pump stroke volumes were operating within the manufacturer's specification. The res replaced and calibrated the balance chamber assembly after finding the volume to be outside specification. Res discussed additional repair activities with the on-site technician and recommended leaving the system out of service until complete. As of june 3, 2016 the unit remained sequestered by the user facility and out of service.

Manufacturer narrative:
Manufacturing investigation: no parts were returned to the manufacturer for physical evaluation. The 2008k hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). Machine functional checks were performed during the res on-site evaluation. The res verified the machine's operational integrity by verifying that all hydraulic pressures and concentrate pump stroke volumes were operating within the manufacturer's specification. The res replaced and calibrated the balance chamber assembly after finding the volume to be outside specification. Res discussed additional repair activities with the on-site technician and recommended leaving the system out of service until complete. As of june 3, 2016 the unit remained sequestered by the user facility and out of service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the patient incident was not able to confirm an issue which would have resulted in the adverse event. The amount the balance chamber volume was found to be out of specification is not thought to be a likely contributor to the event. Clinical investigation: the patient medical records were provided by the facility on june 13, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. Based on the 45 pages of provided medical records, this (B)(6), female end stage renal disease (esrd) patient was on chronic in-center hemodialysis (hd) treatments being carried out thrice weekly. She began her hd therapy on an unknown date. On (B)(6) 2016 the patient presented to the outpatient facility for a routinely scheduled hd treatment. The patient was reported to be alert and denied any complaints prior to the initiation of the hd treatment. The patient's vital signs were stable with blood pressure (b/p) sitting 148/68, pulse 66 beats per minute (bpm), respirations 18, temperature 97.8 degrees fahrenheit prior to hd treatment. At 11:23am, the hd treatment was initiated; vital signs remained stable and the patient denied any complaints. The patient¿s hd treatment continued with no reported issues or noted adverse events. At 2:01pm, the patient¿s vital signs were recorded as b/p 128/57, pulse 58 bpm. At 2:20pm, the patient's b/p was 49/16 and heart rate was 153 bpm and it was reported that the patient was unresponsive to verbal or tactile stimulation; both pulse and respiratory effort were absent. Cardiopulmonary resuscitation (CPR) was initiated and an automated external defibrillator (AED) was applied to patient. Emergency medical services (ems) was contacted via 911. Upon arrival, the ems determined that the patient was in pulseless electrical activity (pea) with heart rate in 120¿s, with no palpable pulse and no spontaneous respirations. Ems continued CPR and als measures which included administering epinephrine 1 mg x 5 rounds and 1 amp of sodium bicarbonate, patient was intubated with a 6.5 endotracheal tube and a right shoulder interosseous line was placed, prior to arrival to the hospital and the patient reportedly had a transient pulse for about 15 seconds prior to the arrival to the ER. Upon arrival to the ER, the patient¿s physical exam was unremarkable except she was unresponsive, no extraocular movements bilaterally, pupils approximately 4mm bilaterally and nonreactive, no gag reflex and no movement bilaterally arms and legs. No palpable radial or femoral or carotid pulse and capillary refill greater than three seconds. Als measures continued with intravenous (IV) epinephrine 1 mg being administered. The patient was suctioned for frothy red bloody secretions via endotracheal tube. The patient went into a ventricular fibrillation and was defibrillated with 200 joules; epinephrine 1 mg was administered. The reassessment of cardiac rhythm showed junctional pea and calcium chloride IV (amount unknown), another 1 mg of epinephrine and 1 amp of sodium bicarbonate was administered. An ultrasound over the heart showed no cardiac contractions. The resuscitation efforts were unsuccessful and the patient was announced deceased. The differential diagnosis was reported as cardiac arrest, arrhythmia, myocardial infarction, pulmonary embolism, cva, electrolyte imbalance, aortic dissection, other. Per the esrd notification, the patient's primary cause of death was coded as 29 (cardiac arrest, cause unknown). The patient¿s arrhythmias, cardiac arrest and ultimately death were possibly related to the increased ph found during hemodialysis (hd) treatment. Blood gases were not drawn any time after the patient became unresponsive. The patient had significant cardiovascular co-morbidities of hypertension, hypercholesteremic, coronary artery disease, bradycardia, and status post cerebrovascular accident. Medical records do not contain a death certificate or an autopsy report for review.